Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to discontinue their treatment, their dentist has determined that it is causing issues. Patient provided a letter of recommendation from their dentist that states upon clinical evaluation it was noted that the patient's bite presents with significant anterior occlusal loading, while the posterior teeth remain in an open bite. The anterior teeth exhibit marked mobility when the aligners are not in place. This raises concern for periodontal stability. Additionally, the gingival tissues are notably edematous, particularly in the anterior region, indicating overloading forces that may be contributing to the mobility.